Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation and it was found that the ratchet extension was badly worn and required replacement. This device exceeds its expected life of 7 years. It was manufactured in 2008. The reported complaint was confirmed. Root cause for the reported condition was unknown, however most likely the reason was wear and tear. This condition would have been discovered by inspection and functional testing prior to use. Device identifier # (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported that the swivel lock of the a1059 mayfield modified skull clamp was loose and easily unlocks. The date of the incident was on (B)(6) 2019. There was no known patient injury reported. Additional information has been requested.